Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unspecified mentor saline breast implants on (B)(6) 2005. The patient reported that through the past fifteen years, she began experiencing a variety of symptoms. It was reported that she had noticeable left breast pain and moderate sharpness on their right breast. The patient also mentioned that she had arthritis, brain fog, thyroid issues, and a total of six enlarged lymph nodes located underneath both armpits and her groin. The patient had undergone diagnostic testing due to her symptoms. On or around (B)(6) 2019, the patient had an MRI and no device ruptures were identified. A mammogram in (B)(6) 2019 yielded inconclusive results: the medical staff could not make conclusive judgments as they were unable to see through the patient's dense breast tissue. During that same month, she was also diagnosed with two unspecified autoimmune conditions. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.